Manufacturer narrative:
The initial reporter named in block is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced the transport/removable power supply. The iabp has been cleared and returned to the customer for clinical use.

Event description:
During maintenance of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), it was discovered that the standoff pin and clip on the transport power supply were missing. There was no patient involvement, thus no adverse event was reported.